Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported patient death was a cascading event of the reported hemorrhage. The reported patient effects of hemorrhage and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a patient death. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. One clip was implanted without complication and the procedure was concluded with an mr of grade 1. Later that day, the access site hemorrhaged and the patient expired. No additional information was provided.